Event description:
Boston scientific received information that this pacemaker battery displayed two years remaining, and approximately three months later, the device was at elective replacement indicator (eri). Additionally, the device system exhibited possible (intermittent) right ventricular (rv) lead undersensing. It was also noted that this device's magnet rate had decreased from 100 bpm down to 85 bpm but was not able to see magnet rate at 90 bpm. On the transtelephonic monitor (ttm), pacing was observed at 55bpm. Boston scientific technical services (ts) was consulted and discussed that the device was possibly undersensing which was also causing the device to pace at 55 bpm. Device memory was saved to a disk. Engineering results concluded that since the device had already been implanted for 8 years when auto capture was programmed on there was no reserve capacity for the ert time period and when it switched current bins the device declared ert. Ts explained that when auto capture is programmed on this could shorten the elective replacement time (ert) period of the device. In addition, this patient underwent a surgical intervention where this device was explanted and removed from service. No adverse patient effects were reported. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement indicator (eri). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.